Event description:
It was reported by service report that brakes could be engaged on either side but not disengaged. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: brake crank assemblies.